Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would not deliver the shock during clinical use. A different defibrillator was used to shock the patient and the shock was successfully delivered. The patient had "rosc" (return of spontaneous circulation). There was no reported patient adverse impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-04403.